Event description:
It was reported that the threshold had risen on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching. The returned full lead in segments was thoroughly analyzed (including destructive analysis) in an attempt to find an explanation for the high threshold described in the event. There were no anomalies observed on the full lead in segments. All visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The returned lead was returned with severe explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).